Event description:
Positive blood cultures for a yeast infection were detected. Both cannulas were removed and the patient is being treated with diflucan. A temporary access is in place until infection clears.